Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15- mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15- mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of rm wire needs to be replaced was confirmed during fse testing and subsequently confirmed in the dchu inspection process. According to work order wo: (B)(4), the fse reported that the station temperature probe was found faulty, and the fse replaced probe and tested it. The report was closed. During dchu visual inspection: p/n: 136355-01: was received with a tear, exposed copper strands and signs of overheating and discoloration. During dchu testing: p/n: 136355-01: the testing from dchu was not necessarily due to the exposed copper strands and signs of overheating in a section of the cable, rendering the component unsuitable for functional evaluation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the rm wire needs to be replaced complaint was attributed to a physical and thermal damaged assy srm buffered temp probe (p/n: 136355-01). The cable exhibited exposed copper strands and signs of thermal damage that compromised the reading of temperature.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager wire required replacement. As per part investigation, it was determined that there was physical and thermal damaged observed on the assy srm buffered temp probe. There were no adverse events or injuries reported based on this event.